Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received relief of symptoms for 3-4 weeks from an ¿injection¿ given a few months prior to the x-stop procedure. The symptoms returned and the patient had bilateral leg pain, worse when standing or walking, and minimal back pain. X-stop procedure performed - nov 08, 2010 at level l4-5. X-stop device removed on nov 29, 2010 and cortical pedicle screw fixation l3-5, lumbar decompressive laminectomy l3-5, and posterolateral fusion using mastergraft/infuse/autologous bone was performed. At dec 14, 2010 post-op visit, patient complained of continuing back pain, bilateral leg pain and right buttock pain radiating in a radicular pattern. Dec 20, 2010 patient underwent posterior lumbar fusion with pedicle screw fixation of l3-s1, bilateral foraminotomy of l4-l5, posterolateral fusion using x-stop/infuse autologous bone, stealth computerized navigation, intraoperative fluoroscopy with interpretation, stimulus evoked emg monitoring, and removal of all hardware of l3-l5. Post-op visit on dec 28, 2010, patient developed severe right shin pain which continued to cause pain and did not improve with medication including lyrica and percocet; however, did not complain of back and left leg pain. On dec 31, 2011, patient underwent right l4 nerve root decompression and removal of a right l4 pedicle screw. Post-op visit jan 11, 2011, patient feeling fairly well with some discomfort in the legs. Right leg symptoms resolved since then; however, continues to have pain in the left knee. Patient is taking minimal pain medications. Patient will return in one month for follow up and x-ray.

Event description:
It was reported that a postmarket clinical study patient underwent an x-stop procedure at level l4/l5. The patient returned for the first post-op visit and reported having increased pain one day postoperative. It was also noted that "there may have been some slippage". The device was removed. No additional information was reported.

Manufacturer narrative:
Method - follow-up with company representative.